Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for abdominal pain and was diagnosed with peritonitis on the following day. On the same day as the event onset, the patient was treated with meropenem injection (1gm, once daily, ongoing, route and duration were not reported) and vancomycin injection (1gm, every 3rd day, ongoing, route and duration were not reported) for peritonitis. Three days after the initial symptom onset, the patient was recovered from abdominal pain. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was on automated peritonea dialysis (apd) before peritonitis and now patient was on continuous ambulatory peritoneal dialysis (capd) due to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.